Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was emitting tones due to battery status. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in service.